Event description:
A surgeon reported three pts with an unexpected post-operative outcome following intraocular lens (iol) implant surgery. Additional information has been requested. There are three medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).